Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported there was no vacuum during the sculpt setting during a cataract procedure. They reprimed the cassette, changed the phaco tip, and re-tuned the phaco handpiece however there was still no vacuum. Then they replaced the cassette with another one and they were able to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
This is the second complaint reported for this finished goods lot and the first reported for this issue. A review of the device history record indicates the order was built to specification. A nurse reported aspiration issues. A used cassette in a tray was returned and was visually inspected. No defects were observed. The sample was functionally tested using a console. The sample could prime, tune, was recognized by the console and the service data could be retrieved successfully. Vacuum was tested on the console and maximum vacuum was reached, no anomalies were observed. The irrigation and aspiration flow rates were measured and met specifications. No leaks or occlusions were observed that would have caused or contributed to this reported event. The sample functioned per specifications. The root cause of the customer's complaint could not be established as the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned product met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).